Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device is experiencing a pump bulb collapse. After complete inflation, the bulb collapses, and the patient is not able to pump any more. The patient can cycle the fluid back to the reservoir and inflate the device again. This has only occurred the last two days. The patient is wondering if the bulb is collapsing due to all the fluid being transferred into the cylinders. No other adverse patient effects were reported.